Event description:
During an incident in 2001 involving a male pt in cardiac arrest, this defibrillator charged to shock but dropped out of the charging mode and analyzed again, charged up but again dropped out of the charge mode before the press to shock prompt was reached. Als took over pt care. Pt outcome is not known.